Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation. The most probable cause of the forceps channel port had foreign objects, air water cylinder had foreign objects, c-cover had foreign objects is cause not established and for scope communication error (b30) is cause traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the colonovideoscope exhibited forceps channel port had foreign objects, air water cylinder had foreign objects, c-cover had foreign objects and scope communication error (b30). There was no patient involvement.